Event description:
It was reported that the device alarmed error 41541. Event occurred during software upgrade. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. The customer¿s problem was replicated during testing as the error code 41541 appeared after turning on. The root cause of the problem was the main board. The manufacturer representative replaced the main board, and the pump passed all functional tests and performed as intended after repair.